Manufacturer narrative:
Medwatch reported as malfunction but should be serious injury and malfunction. (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device used for treatment, not diagnosis. Patient ID and dob not provided for reporting. This report is for (2) unknown screw locking /unknown lot number. Other UDI: (B)(4), UDI unavailable. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. The 510k#: unknown. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a revision surgery was performed by a patient with osteosynthesis of the right wrist by screwed plate. The revision surgery was needed because in the distal line of the 4 locking screws, the 2 most cubital screws broke at the neck. This was visible on the control x-ray. The two screw rods remain in the patient because it is too risky to remove them with the trephine, risk of damaging the joint because the screws are subcortical. This complaint involves 1 part. Concomitant reported part: 1x variable-angle locking compression plate (part 04.111.720 lot unknown). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Phone number: (B)(6). A product investigation was completed: received parts: plate (part 04.111.720, lot 8584065, quantity 1); intact screw (part/lot unknown, quantity 1); broken screw (part/lot unknown, quantity 1). Investigation broken screw: the screw is broken between the screw head and shaft. The broken shaft is missing. However, because of the x-rays pictures and the received broken screw, this complaint is rated as confirmed. The reported part numbers of the broken screw are unknown, but, based on the locking screws available in the same system as the identified plate, the most likely part family of the screw is the 412.8xx family. Based on the provided clinical information and without the missing parts, it is impossible to determine the exact cause of this occurrence. The microscopic view, with magnification 10x, of the broken surface shows a homogenous surface which indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Due to the damage, it is likely, that a mechanical overload situation lead to the breakage. Investigation of the concomitant screw: our investigation has shown, that screw is damaged at screw head and shaft; especially the threads are affected from damage. Moreover we found that torx screw recess is completely worn out. The manufacturing review could not be performed as part and lot numbers of the screw are unknown. Investigation plate: our investigation has shown, that besides some mechanical damages on the surface, we found that threaded holes, which are located at plate's head are badly damaged. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. There is no indication/affirmation in the complaint description that the plate or the intact screw has malfunctioned and/or contributed to the cause of the event. It is likely that various damages are most likely referable but not limited to implantation/explantation activities. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy. Based on the investigation results we can only suppose that the most likely cause of breakage of the screw is a mechanical overload situation, which could also have contributed to damages at plate. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the device was evaluated by the manufacturer, it was noted that besides some mechanical damages on the previously reported concomitant plate surface, it was found that threaded holes, which are located at the plate's head are badly damaged. It was determined the plate should not considered concomitant but the complained condition of the plate does not meet reportability requirements.

Manufacturer narrative:
Only one (1) unknown broken off screw head was returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
No information about patient condition and outcome reported. Concomitant devices reported: 2.4mm ti variable-angle locking compression plate (part # 04.111.720, lot # 8584065, quantity 1), locking screw (part and lot number unknown, quantity 2).